Event description:
It was reported by a distributor in another country that " a patient developed blisters at the application site of the EKG electrodes. The patient required admission to the hospital"

Manufacturer narrative:
We were notified by a another country distributor that at a hospital, some patients developed blisters at least one application site of the ECG electrodes. Seven add'l mdrs will be filed to accommodate this report. The actual electrodes were discarded; however, electrodes from the same lot code were supplied foe evaluation. These have been given to a quality engineer for evaluation and testing. When this is completed and a report is filed with qa, I will file a supplemental.